Manufacturer narrative:
The reported event was lead dislodgment. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the atrial lead fell and was repositioned several times. The lead was removed and replaced. The patient was in stable condition.